Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The day of the event the parent took a fingerstick and the cgm reading was 45 mg/dl, and the blood glucose reading was 250 mg/dl. The patient was experiencing dizziness and symptoms ¿consistent with diabetic ketoacidosis¿. The patient was brought to the hospital by the parent and when a fingerstick was taken at the hospital the blood glucose reading was 500 mg/dl. The cgm sensor was already removed by then. The patient was treated with intravenous insulin. No further medication was reported. No further medication was reported and the patient was discharged after spending 2 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.